Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Additional information was received indicating that the ventilator was providing treatment to a 60 year old female diagnosed with covid pna. The patient's weight is 97 kg, and height is 5'2". The patient was on 100% oxygen and desaturated after the device displayed the ventilator inoperable error message "pressure regulation high". Reportedly the screen went blank after the inoperable error message was displayed. The patient was placed on a backup v60 ventilator and recovered. The patient ultimately required intubation at approximately 4 hours later. No further patient harm was reported. Based on this information, the type of reported event of this complaint has been updated to serious injury. During the investigation of this complaint, the manager of pulmonary services indicated that a different unit also experienced the same error message while providing therapy to a different patient. The second allegation has been documented and reported separately within philip's complaint database. The hospital's biomed evaluated the unit and replaced the data acquisition (da) board to address the issue. The unit successfully passed testing after the repair was completed and was returned to clinical service. Based on the information provided, the customer's alleged malfunction was confirmed. The ventilator was in therapeutic use at the time of the reported event. The patient required an intubation procedure, however, experienced no further harm. The da board was returned for internal failure analysis. The board was tested, and no faults were found. The reported malfunction could not be replicated during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/31/2020.

Event description:
The customer reported the v60 ventilator alerted to pressure regulation high and the display eventually went dark. The ventilator was providing treatment to a patient at the time of the shutdown and the patient was swapped to an alternative ventilator without further harm. The remote service engineer advised the customer to replace the data acquisition board.